Event description:
A (B)(6) old male pt contacted zoll customer support to report that his battery charger is not working. The pt was sent a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger is unable to turn on) was confirmed. Upon eval, it was determined that the power unit connector was intermittent. The root cause of the intermittent connector cannot be positively identified. No adverse event resulted from the defective connector. The pt received a replacement charger.